Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with elevated capture thresholds on both the atrial and ventricular leads. Intermittent asymptomatic loss of ventricular capture was reported prior to replacement of the system. Both the atrial and ventricular leads were capped and replaced. No patient complications have been reported as a result of this event.